Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
No trend identified. The product combination was approved. A technical investigation was not possible to be performed, as the device was not at hand for investigation. No findings on provided x-rays taken between implantation and breakage of the device. On two x-rays a breakage of the nail at the junction between lag screw and nail is clearly visible. Approx 2 screws distally without obvious damage or loosening are also visible on the x-rays. Possible causes for the reported event - breakage - according to dfmea: due to lack of adequate fatigue strength; due to lack of adequate fatigue strength due to anodization; due to reuse of a single use device; due to off-label use, e.g. Misuse by surgeon; due to screws holes furthest from the fracture line used. Based on the it was not possible to identify a specific root cause for the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a znn cmn nail 11.5 mm x 40 cm 125 l on (B)(6) 2015. The patient had pain and on (B)(6) 2015, the surgeon confirmed the nail was fractured. Revision surgery was performed with itst 13 mm x 380 mm, on (B)(6) 2015.